Event description:
Additional information received indicated that the previously failed transcatheter aortic valve (tav) was a non-medtronic device. During transcatheter aortic valve replacement (tavr) a non-medtronic 23-millimeter (mm) balloon was utilized for the pre-implant balloon aortic valvuloplasty (bav). Following the dilation, chb was noted. Chb was then stabilized with right ventricle (rv) pacing. The replacement tav was then introduced via the delivery catheter system (dcs), across the prior failed tav and implanted successfully.

Manufacturer narrative:
Updated data: b5 corrected data: e. Initial reporter - name, street, phone number continuation of d10: product ID l-evolutfx-2329; product lot number (0012886158); product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot number (unknown); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329; product lot number (unknown); product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement with the evolutfx-26 valve, following a pre-implant balloon dilation, the patient developed complete heart block (chb). Following the procedure, the temporary transvenous pacemaker was left in place and continuous rhythm monitoring was initiated. Rhythm assessments post-procedure revealed sinus rhythm with left bundle branch block (lbbb), atrial fibrillation developed overnight, and premature ventricular contractions were noted. On discharge, the patient remained in sinus rhythm with lbbb, which was ongoing and did not require treatment. The atrial fibrillation resolved during hospitalization. Prolongation of the existing hospitalization occurred due to the rhythm changes.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the complete heart block event resolved the day following the medtronic valve implant. The left bundle branch block resolved approximately 44 days following the medtronic valve implant.